Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy properly. When deployed, small silver-colored balls were scattered. The procedure was completed with this device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block h2 (additional information): block b5, and block e1 (initial reporter first name and initial reporter email) have been updated based on the additional information received on october 6, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy properly. When deployed, small silver-colored balls were scattered. The procedure was completed with this device. There were no patient complications reported as a result of this event. Additional information received on october 6, 2025: a colonoscopy was performed for polyp closure in the colon. The procedure was completed using another of the same device.